Event description:
Boston scientific received information that at the pre discharge device check the measurements for this right ventricular (rv) lead were not the same as the implant measurements. It was suspected the lead had moved. The patient has experienced some violent sneezing episodes that were thought to have dislodged the lead. A revision procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.